Event description:
One year ago, risk manager received a letter from american medical systems inquiring as to the status of a inflatable penile prosthesis component that was explanted on two months ago. Upon review of the patient's records, the implant was explanted due to a malfunction (no further details were available) requiring implant exchange. The MFR contacted hospital regarding the device.